Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. He changed the reservoir twice and the site three times. The customer ran the piston all the way up, removed the site, ran a bolus, and the insulin pump alarmed no delivery again. The customer was using a backup plan. He kept receiving no delivery alarms while running boluses in the air. His blood glucose level was around 300 mg/dl to 500 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.